Event description:
A baxter service technician serviced a colleague infusion pump for damaged battery. There was no adverse event, patient injury or medical intervention associated with this report. During baxter's review of the event history, it was discovered that a battery depleted set alarm occurred during infusion which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 5.06.00, categorized as unremediated.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The assignable cause were that the main batteries were depleted. The main batteries and battery harness have been replaced. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4).